Event description:
On (B)(6) 2011, customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system (dxc 600i) generated erratic results for sodium (na), chloride (cl) and co2 on (B)(6) 11. This report is one of three reports related to three events that occurred on three different days. This report is for the reportable event that occurred on (B)(6) 2011. Separate reports are filed for the reportable events that occurred on (B)(6) 2011. On (B)(6) 2011, customer reported to bec that na was recovering high on more than one patient samples on the dxc 600i. Customer reported that after the na recovered high on the dxc 600i, they reran the samples and also tested the samples on another instrument, dxc. Customer also compared the electrolytes results to their 9180 analyzer. Customer reported that they noticed anion gap drifting and na recovering high last week. Customer reported that they replaced both measuring and reference na electrode tips on monday. Customer reported that once the na electrodes were replaced, anion gap went back to normal. Customer reported that they noticed later the na recovered slightly higher. Customer reported that they also replaced the ion selective electrode buffer and reference on (B)(4). Customer reported that their calibration passed without any errors and quality control was recovering within range. Customer reported that line #22 (a line from the drain top) had yellowish stain. Customer reported that chloride was fluctuating so customer replaced the tip. Customer reported that recovery was good after the tip was replaced. Customer reported that the erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a large fibrin clot and gel in the modular chemistry sample probe wash collar. The fse replaced the probe and the wash collar. The fse found gel in the electrolyte injection cup (eic). The fse cleaned the eic. The fse found an extra o-ring in the na reference electrode port. The fse removed the extra o-ring. The fse replaced both na electrodes and verified performance. The fse found a cracked eic valve and replaced the valve. The fse also replaced the ratio pump and carbon bridge. The fse verified performance.

Manufacturer narrative:
This report is related to MDR 2050012-2011-06546 and MDR 2050012-2011-06547.